Manufacturer narrative:
This report is being filed immediately after the manufacturer was granted access to nexgen/webtrader.

Event description:
Customer reported: they have been using tangible fill for five months and recently on inserting the eye burned like it was the clear care she soaks them in overnight. The lens was removed, eye was bloodshot. They used another vial from the same lot in their other eye without issue after rinsing. The lot was l684.